Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, undersensing leading to false pause episodes was observed on the device. No intervention was performed to resolve the event; the device was explanted in order to implant a pacemaker. The patient was in stable condition and there were no adverse consequences.